Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR # 1810909-2020-00402.

Event description:
The customer from australia reported that she obtained a high reading on the contour next link 2.4 meter. No specific reading was provided. The customer received basal insulin and experienced symptom of hypoglycemia such as shakiness and became unconscious. The customer's mother gave her glucagon injection. An ambulance was called and she was taken to the hospital. The customer was in the hospital for two hours and her blood glucose readings were compared between the contour next link 2.4 meter and a non-ascensia meter within one minute, which gave a difference of 3 mmol/l to 4 mmol/l. No specific readings were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The strip information provided by the customer is not associated with this event. Therefore, this report will be submitted under the meter information.